Event description:
It was reported that patient presented in electrophysiology laboratory for pacemaker system extraction due to pocket infection and vegetation on leads. The pacemaker, right atrial (ra) lead, right ventricular (rv) lead and left ventricular (lv) leads were explanted and replaced with leadless pacemaker system. Patient condition was stable.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products.